Event description:
It was reported that the motor did not stop while rewinding the insulin pump and the backside of the device was out. It was reported that the motor did not stop while rewinding the insulin pump and the backside of the device was out. No further information was provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to cracked end cap. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime anomaly. The insulin pump was received with missing end cap sticker.